Event description:
This is a spontaneous case report received from a physician in united states on 18-nov-2015. It refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Physician did not insert the essure but saw the patient for her pregnancy. Patient revealed to healthcare professional (hcp) during her pregnancy that she had essure in place. Patient delivered baby and on (B)(6) 2015 hcp did tubal ligation. At that time hcp had to excise essure coils since they had perforated. One coil was in uterine wall and the other coil was outside of uterus in a fibroid. Hcp has pictures of this. Both coils removed. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and got pregnant with essure. She delivered baby and health care professional did tubal ligation. At that time hcp had to excise essure coils since they had perforated. One coil was in uterine wall and the other coil was outside of uterus in a fibroid. Both coils were removed. All these events are serious and listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, no such circumstances were reported. Therefore, causal relationship between essure and the pregnancy cannot be excluded. With regards to the other events, the exact date and mechanism of uterine perforation and device dislocation were not known. However, considering their nature, causality cannot be excluded. This case was regarded as incident since a device removal was required. Further information and product technical analysis are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 14-jan-2016: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Follow-up received on 12-jan-2016: essure health care provider pregnancy and uterine/tubal perforation questionnaire were received. Information received from physician states that a (B)(6) female patient who has no previous gynecological interventions, problems or procedures, has as relevant medical history or concurrent condition uterine fibroids and has as previous pregnancies gravida 3, para 3 and no abortions or ectopic pregnancies; had essure inserted possibly in (B)(6) 2014. According to reporter, the procedure was performed elsewhere and no details of procedure were provided. On (B)(6) 2015, patient delivered a live birth (prior to come to physician's office). The type of delivery was vaginal and no complications were known during pregnancy or delivery. On (B)(6) 2015, hysterosalpingogram (hsg) was performed (unknown if done at 12 weeks). Left fallopian tube appears patent and unremarkable. Micro-inserts from essure procedure on the left appears to be outside the left tube (questionable location within the myometrium area). In addition, there was no filling of right fallopian tube with contrast. Position of the micro-inserts on the right was at least 2 cm distant from the cornu of the uterus and appears to be in close proximity to a calcification of probable leiomyoma uteri. Patient requested essure removal and, on (B)(6) 2015, it was removed via laparoscopy. No hysterectomy or salpingectomy was necessary and there were no signs or symptoms of infection. According to operative report, the uterus was sounded to 9 cm; a 4 cm anterior intramural myoma and 5 cm posterior cul-de-sac myoma were found. The essure devices were noted outside of the fallopian tube bilaterally, the left essure device was protruding from the left posterior uterus and was not deployed, the right essure inner coil was protruding from the posterior uterus and the outer coil was attached to the posterior uterus. The ovaries were normal. A filshie clip was placed at the isthmic portion of each fallopian tube and the essure device was removed with a grasper. Small amount of bleeding was noted in from the right posterios uterus. Arista was applied and good hemostasis was noted. Bleeding was also noted from the anterior left cervix, which was treated with silver nitrite with good hemostasis. The patient was transported to post anesthesia care in satisfactory condition. Patient had a normal post-operative recovery and health care professional states that she had no pain prior to surgery (she was asymptomatic). Additionally, when questioned if patient's condition was caused by essure devices, the healthcare provider answered no, only failure and pregnancy. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who got pregnant and delivered a baby after essure (fallopian tube occlusion insert) insertion. Later, the devices were found misplaced and she was submitted to a laparoscopy. During this surgery, left essure device was found protruding from the left posterior uterus and the right essure inner coil was protruding from the posterior uterus and the outer coil was attached to the posterior uterus. Both coils were removed. Patient had small amount of bleeding in the posterior uterus and cervix, which were successfully treated. All these events are listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test (hsg). In this particular case, the exact essure insertion date was unknown and physician did not known if patient had the hsg at 3 months. Months after delivery, essure bilateral uterine perforation was diagnosed. This perforation could be alternative explanation for the reported device failure (pregnancy). However, since the mechanism of these events is unknown (if perforation occurred before or after pregnancy onset); causality with essure cannot be excluded. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect.